Event description:
Procedure type: esophagojejunostomy. According to the reporter: the stitches broke on orvil device during the creation of esophagojejunostomy. The procedure progress was halted. The faulty orvil device was retrieved surgically. The surgery procedure was extended approx thirty minutes for retrieval of the device. There was no harm to the pt. Surgery proceeded after device retrieval. A 25-orvil anvil transorally was brought out through a small opening near the esophageal staple line with the cuff of the stomach. Surgery was completed and the pt was taken to the ICU with stable vital signs.

Manufacturer narrative:
(B)(4).